Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). Additional emdrs were submitted to represent bard/davol perfix plug (device #1), bard flat mesh (device #3), bard/davol kugel hernia patch (device #4) and bard/davol perfix plug (device #5). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/ davol perfix plug (x2) on (B)(6) 2005, bard mesh (bard flat mesh) on (B)(6) 2006, kugel hernia patch on (B)(6) 2012, perfix plug on (B)(6) 2013 and 3dmax light mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh), kugel hernia patch and three perfix plugs. It is alleged that related to a defect in the perfix plug, bard mesh (bard flat mesh) or kugel hernia patch, the patient underwent revision surgeries on (B)(6) 2011, (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.